Manufacturer narrative:
H.6. Investigation: bd received 64 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for micro clots was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to micro clots were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (micro clots) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. The photos provided by the customer depict the spray coat pattern based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode micro clots. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to micro clots were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. See h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer reported that clotting was observed in a tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer reported that clotting was observed in a tube."